Manufacturer narrative:
The device was detected in backup vvi mode. The reset was due to a por (power on reset). After clearing the reset, the device was comprehensively tested and found to function within normal product specifications. We were not able to reproduce the anomaly observed in the field. The cause of the device reset is undetermined.

Event description:
It was reported that the device was returned due to backup vvi reset mode. The patient had reported a inappropriate shock while changing a light in the wall socket. No backup defibrillation was enabled. Review of ICD image and system logs indicated that backup state was not recoverable. The ICD was removed and replaced.